Manufacturer narrative:
Other relevant device(s) are: product ID: 9735521, serial/lot #: (B)(4), UDI #: (B)(4). A medtronic went to the site to test the navigation system. It was found that the emitter was not connecting. The emitter was replaced and the issue resolved. A system checkout performed after part replacement showed the system is now functioning as designed. No parts have returned for analysis if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that during a new install of a navigation system, the cable from the em break-out box was not seating properly in the io panel of the navigation system. It was not possible to fully connect the emitter in the navigation system. There was an error message, "localizer not connected" displayed. There was no patient present when this issue was identified.

Manufacturer narrative:
The axiem power cable was returned to the manufacturer for analysis. Lemo connector is out-of-round due to physical damage. Was unable to insert the lemo connector in the controller. To reported problem was confirmed. Lemo connector is out-of-round due to physical damage and will not mate with the controller. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported during servicing that, the issue was with the plug on the electromagnetic emitter that would not fit into the lemo port. Once the emitter was replaced, it fit inside the lemo connector. It was not possible to fully connect the emitter in the navigation system. There was an error message, "localizer not connected" displayed. There was no patient present when this issue was identified.